Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result for one patient, with unknown history. The following data was provided (customer¿s reference range is 0-37 u/ml): sample ID (B)(6), was 621.79, repeat, on (B)(6), was <2.06 u/ml. The patient went to a different laboratory on (B)(6) and tested negative with an unknown platform/method. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p32-20, that has a similar product distributed in the us, list number 08p32-21. The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. Return testing was not completed as returns were not available. The historical performance of reagent lot 59933fp00 was evaluated using worldwide data from customers. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 59933fp00 is inside the established control limits, which indicates acceptable product performance. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I ca 19-9xr, lot number 59933fp00, was identified.